Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/23/2012. A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain and rupture.

Event description:
Patient reported having had severe right breast pain and rupture. Device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported right side capsular contracture baker grade IV.